Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-01951 / 01955, 1825034-2016-01698 / 01699. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel for patient reported that patient underwent an irrigation and debridement procedure approximately twenty-seven days post-implantation due to hematoma and possible infection. The patient subsequently underwent a revision procedure twenty-nine days post-implantation due to infection. All components were removed and replaced with cement spacer molds. Operative report noted a large non-healed dead space, slimy seropurulent fluid and tissue, and deep infection during the irrigation and debridement procedure.